Event description:
A customer reported to baxter product surveillance of an undetermined number of unknown primary intravenous tubing sets in which there was no flow during an infusion. There was no patient injury or medical intervention needed. No additional information is available.

Manufacturer narrative:
(B)(4). A sample is not available for evaluation; therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. The batch review cannot be performed since there was no lot number provided. The device used in this situation is unknown; therefore, it does not contain a us 510k number. If additional information or samples become available, a follow-up report will be submitted.